Event description:
Dealer stated: the cane is broken where the adjustment holes are located. No injury. The cane has been replaced. Any further information received will be provided in a supplemental report.